Event description:
Information received by medtronic indicated that the insulin pump had trace pointers were invalid insulin pump error. Insulin pump was warm and the battery was very warm. Customer was not able to clear the alarm. Customer stated that the code just kept coming up. No harm requiring medical intervention was reported. Troubleshooting was performed and customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black customer returned pump due to alleged pump error 68 and device heating up on event date (B)(6) 2022. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test, however, unit failed self test. Device passed delivery accuracy test at 0.08735 inches. Pump error 75 was noted during self test. Pump error 68 not confirmed during testing, however, pump error 68 was present on pump download history. Device was cut open to perform visual inspection and found¿evidence moisture damage¿on the lithium battery. The following were noted during visual inspection: pillowing keypad overlay. In summary, customer allegations for device heating up confirmed due to a shorted lithium battery. Pump error 75 noted during self test, problem isolated to electronic stack. Pump error 68 noted in history trace files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.